Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device records 29 log entries between the (B)(6) 2007 and the (B)(6) 2009, the longest of which lasts 1 minute 22 seconds duration the device failed self-tests due to a low battery between the (B)(6) 2011. An increase in voltage suggests a further pad-pak was installed. Multiple manual power ups of mainly some of ten minutes duration were recorded between the (B)(6) 2011 and the last log entry on the (B)(6) 2016. Investigation the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. Voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.